Event description:
Rn states the peg tube was placed in 2000. Md was removing peg tube from patient due to the fact. Tube was cut too short at an unknown nursing home facility when a new dual port feeding adaptor was placed. Md began traction removal of peg from patient and the internal dome detached from tubing. Md will let dome pass and placed another 20fr #000630 peg tube without difficult.